Event description:
A male pt underwent initial aaa repair in 2007. One flex main body and two iliac leg grafts were placed. The landing zone for the left iliac was approx 7mm and outside of cook's indications for use and the pt had a tortuous anatomy. Over time the left iliac leg graft pulled put of the left iliac. The physician felt that the same thing would happen again so in 2008, he placed a longer iliac leg graft and extending down into the left external iliac with no complications and repairing the seal. Pt is fine and endoleak is resolved.

Manufacturer narrative:
Event evaluation: still under investigation.